Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info should become available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device was "heating up". The device was not being used during surgery. There was no user or pt injury. There was no add'l info provided.